Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image¿on the display after being exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement tests; it failed self test in that the vibrator did not vibrate when it was supposed to. After further review, the battery compartment as well as the battery board underneath it are corroded. Did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit however.